Event description:
On (B)(6) 2017 it was performed the order of the new smartview home monitor (B)(4) with serial number (B)(4). The patient received the monitor and called to our smartview helpdesk in order to perform the association of the monitor with the ICD. The patient said that the monitor haven't any led on.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017 it was performed the order of the new smartview home monitor kb911 with serial number (B)(4). The patient received the monitor and called to our smartview helpdesk in order to perform the association of the monitor with the ICD. The patient said that the monitor haven't any led on.